Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the trigger of the device was pulled but the blade would not advance. Another like device was used. There were no adverse patient consequences

Manufacturer narrative:
(B)(4). Device (B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06958. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade extended without any difficulty when trigger was activated during the evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.